Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 5 months post lens implantation in the right eye of a patient, onset of z-syndrome was identified with inferior haptic noted to be outside of the capsular bag. Reportedly, a yag was performed 3 months post-implant for unknown reason. Lens exchange with a standard lens was performed without issues. Patient's prognosis was reported as "good".

Manufacturer narrative:
The explanted lens was not returned; therefore, a product evaluation could not be performed. Review of device history record (DHR) indicated no anomalies. Based on available information, a root cause for the reported event could not be conclusively determined.